Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (leds not working ) was confirmed. Overall, the following defects were found: blade damaged, adhesive points on camera head worn, leak at camera head, cover worn, plug worn, leak between plug and cover, reprocessing at temperatures above the device specification (temperature indicator has reacted). The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use by the user or during reprocessing. As described in [?]checking the labelling', the instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has leds not working. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on january 15,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).